Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3998, lot# v007136, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that a power on reset (por) occurred. The caller was not with the patient and no other information was known. The caller was going to meet with the patient later. It was uncertain if the patient had been around any electromagnetic interference (emi) recently but the patient had a lightning storm. No follow-up was required as all required information was provided and no patient symptoms were reported.